Manufacturer narrative:
H3:product analysis: evaluation determined that the bur was stuck. The likely cause of the failure was identified as distal bearing were detached. It was also noted that painted color ring was faded and tube was worn, at the distal it's sharp . G3: aware date used as date of analysis performed date as the event is reported based on evaluation findings. B3:date of event notification: 2026-03-10. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the device with the report of malfunction. It was reported that there was no patient impact. Additional information was received stated that detached bearings were found during evaluation.